Manufacturer narrative:
H6: removed codes 3221, 4114, 67.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the customer fell and consequently the touch screen cracked, black and unreadable. Customer¿s blood glucose level was 152 mg/dl. The customer reverted to an alternate method in insulin therapy.